Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that bipolar atrial impedance increased from 300 ohms to the 1200 ohm range. The pulse generator was programmed to vvir mode.